Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: the initial examination of the returned emboguard device identified minor flattening of the shaft between approximately 430mm and 450mm from the distal tip of the emboguard device. No further damage was noted at any other locations on the device. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. A minimum inner diameter (ID) check of the emboguard device confirmed that there was no restriction in the main lumen of the device. The balloon on the returned emboguard device did not inflate as a leak was present in the hub. The attempted balloon inflation showed there was a leak from the inflation lumen into the main lumen of the emboguard bgc. Review of DHR (batch record) confirmed that leak tests were performed in process and at final inspection, and no anomaly was recorded. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The returned emboguard device shows evidence of shaft flattening between approximately 430mm and 450mm from the tip. The emboguard device shows no sign of other damage or deformation as a result of the complaint event. The returned emboguard device passed the minimum ID check. The returned emboguard device did not inflate as a leak was present in the hub. The event occurred on two units of the same manufacturing lot (0000162794). The lot in question consisted of 105 units, and no other complaints have been reported on this lot. Additionally, no similar complaint (hub leakage) was ever reported on any emboguard device. The event was therefore confirmed; however the root cause is undetermined. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, d.4, g.3, g.6. H.2, h.3, h.4, h.6, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3011370111-2023-00047 and 3011370111-2023-00048. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 06-jun-2023. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: this is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3011370111-2023-00047 and 3011370111-2023-00048. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during preparation for a procedure, the two (2) 95cm emboguard 87 balloon guide catheter (bg8795u / lot# unknown) were leaking. The leak occurred during the first inflation of the balloon; contrast media was leaking inside the lumen of the catheter. At the time of the complaint initiation, it was reported that the procedure was delayed, however, the duration of the delay was not reported. The action taken when the event occurred was to change the guide catheter. It was reported that the procedure was successfully completed. There was no report of any negative patient impact. On 12-apr-2023, additional information was received. The information indicated that the lot numbers of the two emboguard balloon catheters are unknown. The information confirmed that the leak happened with both balloon catheters during the first inflation; it was confirmed that the reported leak issue with both balloons occurred prior to the start of the procedure, during the device prep. It was also reported that the physician attempted to use the balloons: ¿dr. Tried it anyway to use it without inflation balloon.¿ the surgical access point was reported to be femoral. It was not known if it was a dilator or an access catheter that was used. An introducer sheath was used, the brand was not known. The reported duration of the delay was not known, it was used to prep two (2) balloons and change to regular long guide sheath. The physician did not comment on the delay. The replacement devices were two other emboguard balloons.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. Section e.1: the initial reporter phone was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3011370111-2023-00047. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.